Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. They received a pump error, reset their pump and stated that it was fine. Then said they received a critical pump error. Customer's blood glucose was 240 mg/dl. It was reported that display screen showed an open book icon. The customer said they got in the pool and noticed there was a crack and that is when they received a critical pump error. They were advised to disconnect from the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unable to verify manufacture mode due to critical pump error (open book image). Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads and cracked case at corner of the belt clip rails.